Event description:
It was reported that a homechoice cassette had a droplet of solution on its connection with the transfer set. This was observed during the initial drain of peritoneal dialysis therapy. The patient was able to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.